Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not confirm the reported issue but replaced the universal surgical manipulator (usm) 3 and the set up joint (suj) 3. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj 3 was analyzed and in artemis, error 25734 was confirmed indicating that the armnet encountered a maxm (motor axis message) error, pointing to the aca in the usm. Installed the suj onto a golden system where error 25734 was replicated on startup. After testing was complete, visual inspection found no issues related to the reported event. The usm 3 was analyzed and in error logs, the 25734 error was found indicating maxm (motor axis message) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a testing platform where all relevant testing was passed within specification. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. For the suj 3, failure analysis determined that the proximal cable is consistent with the reported event and could be the potential root cause for this issue. For the usm 3, failure analysis concluded that the fcp pca is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported during preparation that error 25734 occurred on arm 3. Technical support engineer (tse) found error 30 between acj3 and universal surgical manipulator (usm) 3 before 25734. Customer cleared the error by "recover fault" but the error recurred soon. Customer did an emergency power off and the error was cleared. Tse explained how to disable the arm3 if the error repeated. Customer reported that they won't utilize the system with three-arm and requested us to fix it. Customer called back on a later day and reported error 25734 occurred on arm 3 during morning preparations. A hard power cycle restored the system, but the phenomenon recurred and the error could not be resolved, resulting in the case being postponed. The procedure was aborted with no reported injury.